Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to restore full function by the programming the system. No part replacement was required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue which resulted in the system reverting to a non-clinical golden image.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted technical support to report the presentation of multiple non-recoverable faults. The customer advised that they attempted power cycling three (3) times and cycling the back, but the issue remained. The technical support engineer (tse) reviewed the logs and identified error 311. The tse informed the customer that the system would not be available for procedures until the fault was resolved. The procedure was continued as planned with no reported injury.